Event description:
It was reported that the customer had a high blood glucose and tried to take a bolus. Customer stated that after a couple of hours, it didn't seem to take. Customer's blood glucose was 18.0 mmol/l at the time of the incident. Customer's current blood glucose was 19.0 mmol/l. Customer treated with a bolus from the pump. Customer stated that they did not fill the cannula. Customer reported that the insulin was stored at room temperature. Customer also reported that the insulin exited at the quick release. Customer declined to check for possible site or insulin issues and to check their pump programming. Customer was advised to do a complete set change. Customer stated that he is not going to change out the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.